Event description:
The pt reported that the infusion set leaks insulin between the self adhesive and the cannula since (B)(6) 2011. She experienced elevated blood glucose of up to 24.3 mmol/l (437 mg/dl) and she bolused through the infusion device. Her normal blood glucose range is 5 - 7 mmol/l (90 - 126 mg/dl). The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.